Event description:
It was reported that during a laparoscopic hernia procedure, in all four devices the staples were not forming. A fifth device was used to complete the procedure. No adverse consequences reported. There is no additional information available.

Manufacturer narrative:
(B)(4) information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). (Devices b and d): other # = g5yl9m (batch #); exp date = 02/28/2015. MFR date (devices b and d): 3/30/2010. (Device c): other # = g5yc77 (batch #); exp date = 02/11/2015. MFR date: (device c): 3/11/2010. Jammed staples. Devices a, c and d arrived in good visual condition. The devices were tested and were cycled, fed, and formed the remaining staples as intended. The devices were found to be fully functional and conforming. Device b was returned non-functional with two jammed staples in the cartridge nose; no functional test was performed due to the condition of the device. As no conclusion could be reached on what caused the staples to become jammed, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.